Event description:
A journal article reported a study of patients treated with bone graft received from the femoral canal using the ria system. A patient initially underwent im nailing of a distal tibia fracture 7 months before procedure for oligotrophic nonunion. During the case, the anterior cortex was violated while harvesting bone from the ipsolateral femur through a trochanteric antegrade starting point; there was no fracture in the distal main fragment as noted on the postoperative computed tomography scan. This is two of three reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article "technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting: orthop trauma. Volume 24, november 1, january 2010: ivan s. Tarkin md, and hans-christoph pape md. Synthes is unable to provide the manufacturer PMA/510k number and/or the date of manufacture without a lot/part number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot number was provided.